Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 29 mmol/l. The customer's current blood glucose is 21 mmol/l. The customer experienced symptoms such as diabetic ketoacidosis and coma. The customer also stated that the insulin pump alarmed compromised force center system and also had a loose drive support cap. The insulin pump will not be returned for analysis.